Event description:
The customer reported the test results for creatinine were suppressed low when using the unicel dxc 600 synchron system. While troubleshooting the analyzer with the assistance of beckman coulter customer technical support, the customer identified a leak originating from the reagent probes. The leak was contained to the analyzer. The operator was wearing gloves and eye protection while operating the analyzer. There were no reports of operator exposure or injury. There were no reports of erroneous test results released from the laboratory. There was no death, injury or affect to patient treatment. (B)(6).

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed reagent probe b was leaking. The fse replaced the collar wash valve to correct the leak. Identified failure mode: the failure mode is the collar wash valve , rev ae. A leaking collar wash valve can impact any or all chemistries, including critical chemistries, upon recur.